Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that the surgeon suspected wear debris or metal allergy.